Event description:
It was reported that the patient's system was removed because the patient needed a full body MRI scan. The leads were completely removed, but fractured during removal. It was noted that it was "normal eri". Additional information received indicated that battery depletion was normal. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 309510, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: extension: product ID 3889-28, lot# v006090, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 3889-28, lot# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 309510, serial# unknown, explanted: (B)(6) 2013. Product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the extension, serial #(B)(4), found no anomaly. Analysis of the device, serial #(B)(4), found no significant anomaly and it was functionally okay. Analysis of the lead, lot #v006090, and unknown lead found no significant anomaly. The lead bodies were cut through and segmented. Analysis of the unknown extension found no significant anomaly. The extension body was cut through and segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.